Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was a shocking sensation. The shocking was not related to positional movement. The patient used the patient programmer and verified stimulation was currently on and on program 1 @ 2.20. The patient decreased stimulation to 2.0 and stated it was comfortable and did not have the shocking. The patient was aware to decrease stimulation if stimulation becomes uncomfortable. The patient stated she increased stimulation and stimulation had been shocking her. The patient stated she forgot how to use the programmer and needed instruction on how to decrease stimulation. The patient stated she has had 3 surgeries since (B)(6) and was in and out of the hospital 3 times. The patient later clarified that the surgeries were not related to the device or therapy. The patient stated she did not know what has happened, but stimulation is high, and she needs to turn it down, but she did not know how. The patient needed assistance adjusting stimulation. The event date was a about a couple of weeks ago. The patient mentioned that she had a fall in (B)(6) 2018 but did not recall the date. The patient stated she did not recall a change in therapy at that time. Troubleshooting resolved the issue. No further complications were reported/anticipated.

Event description:
It was reported that the patient hasn't been using the stimulator and hasn't adjusted the stimulator. The patient said the stimulator is really high and needs to turn it down, but the patient did not know how to adjust it as she forgot how. It was reported there was a shocking sensation. The shocking was not related to positional movement. The patient used the patient programmer and verified stimulation was currently on and on program 1 @ 2.20. The patient decreased stimulation to 2.0 and stated it was comfortable and did not have the shocking. The patient was aware to decrease stimulation if stimulation becomes uncomfortable. The patient stated she increased stimulation and stimulation had been shocking her. The patient stated she forgot how to use the programmer and needed instruction on how to decrease stimulation. The patient stated she has had 3 surgeries since october and was in and out of the hospital 3 times. The patient later clarified that the surgeries were not related to the device or therapy. The patient stated she did not know what has happened, but stimulation is high, and she needs to turn it down, but she did not know how. The patient needed assistance adjusting stimulation. The event date was a about a couple of weeks ago. The patient mentioned that she had a fall in (B)(6) 2018 but did not recall the date. The patient stated she did not recall a change in therapy at that time. Troubleshooting resolved the issue. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to aware date. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.